Event description:
I had the supartz injection in my knee in 2009. It was the first of five. I had this done the same day at 4:10 pm, and I started with a headache that two days later, and I have had it for four days now. I have taken advil - 3 at once - and 2 aleve with little relief. I am hoping this side effect will be gone soon. Supartz, 1st injection and then every week for five weeks. Diagnosis or reason for use: osteoarthritis of the knee.